Event description:
The customer reported that the carescape b850 did not provide a co2 waveform or reading in the pediatric mode. An anesthesiologist had intubated a (B)(6) old patient and changed the mode from general to pediatric setting. He then noted that there was no waveform, reading or error message. He proceeded to extubate and re-intubate the patient. He also switched the device mode back to general. After changing the mode back to general, the co2 waveform and reading appeared.

Manufacturer narrative:
Patient data not currently available. A f/u report will be submitted when the investigation is complete.